Event description:
Received medwatch via us mail on 05/04/2009. Incident described as: patient received red lesion to right side of mouth following a tonsillectomy. This is the second of three different complaints from this facility. No further information available.

Manufacturer narrative:
The product has been requested but not received yet. The investigation results are not available at the time of this report. A follow-up report will be sent when investigation results are available.